Event description:
It was reported that during a da vinci-assisted surgical procedure, the user observed that the display on the right surgeon console (ssc) high resolution stereo viewer became purple. The customer received phone assistance from the technical support engineer (tse). Troubleshooting was performed through a hard system power cycle; however, this didn't resolve the issue. The tse confirmed no issue with the vision side cart (vsc) touchscreen display. No other issue was observed. The user continued with the procedure using the same system. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: the system was inspected prior to use and no trouble was found. The procedure was continued with confirmed visibility on both the left and right ssc hrsv video display.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The report of issue with the display on the right surgeon side console (ssc) high resolution stereo viewer was reproduced during field evaluation. Investigation indicated a defective personality module surgeon console (pmsc) board. Replacement of this part resolved the issue. Following this, the system was further tested, operated without issue confirming good display on both ssc hrsv eye and verified as ready for use. The replaced pmsc board has been returned to isi. Failure analysis of the pmsc with an in-house system found no functional issue. No error was displayed upon power up. During testing, the customer reported issue was not reproduced - good proper image was displayed on both ssc high resolution stereo viewer eye. The test system was operated in normal mode and placed under observation for 5 days with no error or video issue. No image or video was submitted for review. Verification via system logs confirms the occurrence of a procedure on the reported event date of (B)(6)2022 using (B)(4) matching the documented event details. This complaint is considered a reportable event due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, the user observed that the display on the right ssc high resolution stereo viewer became purple. The procedure was continued with confirmed visibility on both the left and right ssc hrsv video display. Fse investigation confirmed faulty component. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure conversion/abortion.